Event description:
Facility alleges an adverse reaction occurred immediately after the initiation of treatment. Pt experienced chest pain and shortness of breath. Pt was given solu-medrol 125 mg and benadryl 25 mg by IV. Dialysis was restarted with another dialyzer and completed with no further problems reported. No serious injury or blood loss reported. This event involved one pt.